Manufacturer narrative:
A ge representative evaluated the system and replaced a blown fuse. The system operates as intended.

Event description:
The customer reported that the images produced were black. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of patient injury or death.